Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d4: lot number updated. E1: initial reporter state update. H4: update manufacturing date. H3, h6: investigation summary: flow: damage. Visual inspection: the photo of the driving cap with handle adapter (part#: 03.010.047, lot#: unknown) was received at us cq. In the photo, the driving cap appears to be stuck onto the insertion handle and a wrench is on the driving cap in an attempt to disassemble the driving cap. This is consistent with the reported complaint condition, thus confirming the complaint. As the instrument was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A manufacturing record review could not be performed as the lot number is unknown. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Investigation flow: device interaction/functional. Visual inspection: the standard insertion handle (part#: 03.010.045 lot#: 1736848) and the driving cap with handle adapter (part#: 03.010.047, lot#: 4l24651) were received at us cq. Both the handle and the driving cap adapter assembly have surface scratches consistent with normal wear. The driving cap appears jammed into the handle adapter while remaining engaged with the insertion handle. No other visual issues to note. Functional test: functional testing showed that the two devices are unable to disassemble due to the driving cap being jammed into the handle adapter. The driving cap cannot be loosened and remains stuck to the handle adapter. It is possible that the mating features of the device have failed due to unseen damage. Because the driving cap is jammed into the handle adapter and engaged with the insertion handle, the driving cap with handle adapter assembly is not able to slide off its track on the insertion handle to disengage/disassemble. The overall complaint is confirmed as the devices are not able to be disassembled due to the jammed condition. The received condition of the device replicates the complaint condition. Dimensional inspection: dimensional inspection was not performed due to the stuck condition of the devices. Relevant features could not be inspected. Document/specification review: reviewed: (current & manufactured revisions). Manufacturing record evaluation: the received driving cap with handle adapter (part#: 03.010.047, lot#: 4l24651) was manufactured at the hägendorf site on jul 26, 2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Conclusion: the overall complaint was confirmed for the received driving cap with handle adapter (part#: 03.010.047, lot#: 4l24651) as the driving cap with handle adapter was not able to be disassembled from the insertion handle. Because the driving cap is jammed into the handle adapter and engaged with the insertion handle, the driving cap with handle adapter assembly is not able to slide off its track to disengage the insertion handle. Although no definitive root-cause can be determined, it is possible that there are damages to the thread that cannot be identified due to the lack of access to the relevant components. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.010.047, lot: 4l24651, manufacturing site: hägendorf, release to warehouse date: jul 26, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: flow: damage. Visual inspection: the photo of the driving cap with handle adapter (part#: 03.010.047, lot#: unknown) was received at us cq. In the photo, the driving cap appears to be stuck onto the insertion handle and a wrench is on the driving cap in an attempt to disassemble the driving cap. This is consistent with the reported complaint condition, thus confirming the complaint. As the instrument was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A manufacturing record review could not be performed as the lot number is unknown. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Investigation flow: device interaction/functional. Visual inspection: the standard insertion handle (part#: 03.010.045, lot#: 1736848) and the driving cap with handle adapter (part#: 03.010.047, lot#: 4l24651) were received at us cq. Both the handle and the driving cap adapter assembly have surface scratches consistent with normal wear. The driving cap appears jammed into the handle adapter while remaining engaged with the insertion handle. No other visual issues to note. Functional test: functional testing showed that the two devices are unable to disassemble due to the driving cap being jammed into the handle adapter. The driving cap cannot be loosened and remains stuck to the handle adapter. It is possible that the mating features of the device have failed due to unseen damage. Because the driving cap is jammed into the handle adapter and engaged with the insertion handle, the driving cap with handle adapter assembly is not able to slide off its track on the insertion handle to disengage/disassemble. The overall complaint is confirmed as the devices are not able to be disassembled due to the jammed condition. The received condition of the device replicates the complaint condition. Dimensional inspection: dimensional inspection was not performed due to the stuck condition of the devices. Relevant features could not be inspected. Manufacturing record evaluation: the received driving cap with handle adapter (part#: 03.010.047, lot#: 4l24651) was manufactured at the hägendorf site on jul 26, 2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the overall complaint was confirmed for the received driving cap with handle adapter (part#: 03.010.047, lot#: 4l24651) as the driving cap with handle adapter was not able to be disassembled from the insertion handle. Because the driving cap is jammed into the handle adapter and engaged with the insertion handle, the driving cap with handle adapter assembly is not able to slide off its track to disengage the insertion handle. Although no definitive root-cause can be determined, it is possible that there are damages to the thread that cannot be identified due to the lack of access to the relevant components. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.010.047, lot: 4l24651, manufacturing site: hägendorf, release to warehouse date: jul 26, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019 during an unknown procedure a striking cap was stuck to the insertion handle. A mallet and box wrench were used. Mallet head was sticking which made it difficult to use; the wrench got stuck on insertion handle and the jaws marred up. Procedure outcome was successfully completed. This complaint involves two (2) devices. This report is for one (1) driving cap with handle adapter. This is report 1 of 2 for (B)(4).